Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Section g4: PMA # corrected. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed via analysis of the returned mpu. The returned mpu was evaluated by service depot alongside known working test equipment. Upon connecting the mpu to a known working ac power source, the unit would not power on, reproducing to the reported event. No further testing was performed as the customer declined to have repaired preformed and authorized for the unit to be scrapped. The mpu was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu revealed that a component on the power supply printed circuit board (pcb) was compromised and was outputting atypical voltages, this would prevent the mpu from powering on. A system controller event log file was submitted for review and data from the event date of 30jan2025 was reviewed. The log file captured atypical power cable disconnect and low voltage hazard alarms on (B)(6) 2025 from 08:04:23 to 08:04:26 and from 08:04:29 to 08:06:52 due to a loss of external power while connected to the mpu; this is consistent with the damage observed to the mpu¿s power supply pcb. The system controller¿s backup battery supported the system during the loss of external power without any issues. The reported event was determined to be due to a compromised component on the mpu¿s power supply pcb. Although not conclusively determined, the reported esd may have contributed to the damage to the power supply pcb. The device history records were reviewed and the records revealed that the heartmate mpu, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the submitted log files revealed that the system controller reset on (B)(6) 2025 following the loss of external power to the mpu. Prior to the reset, the backup battery was supporting the system during the loss of external power without any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was getting dressed when they experienced low voltage alarms while connected to the mobile power unit (mpu). Then mpu lights shut off and the alarms stopped. The patient attempted to plug the mpu into another outlet, yet the lights remained off. Patient proceeded to connect to battery power and no alarms appeared. The left ventricular assis device was interrogated at clinic and found that the pump had stopped. Low voltage, pump stop, and no external power alarms were noted, and patient denied any static electric shocks. Log files were submitted for further evaluation. The log file captured a series of pump stops alarms on (B)(6)2025 at 8:04 am. It appeared that an electrostatic discharge (esd) event produced a surge that caused the mpu to shut off. This pump stop lasted for 12 seconds. It was later reported that the mpu was exchanged. It was also noted that the patient experienced no adverse effects from the pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.